Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-apr-2026, a facility representative reported via (B)(4) that an abs-10060 angel prp centrifuge lost power mid-cycle and produced a burning smell during a case. No patient was affected.